Manufacturer narrative:
The insulin pump was received with unable to prime at 2.5 lbs during prime/a33 test due to faulty force sensor resistor. The insulin pump had scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin squirted out during manual prime process. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that the piston continued to move forward after reservoir contact. The customer stated that they were unable to exit prime. The customer stated that numbers did not appear or beeps occurred. The customer stated that the insulin pump was not bumped or dropped. The insulin pump will be returned for analysis.